Event description:
Patient reported experiencing elevated blood glucose (627 mg/dl). Patient indicated that he admitted himself into the hospital. Pt indicated he was released with a blood glucose of 401mg/dl, patient stated that the next morning his blood glucose was 500mg/dl. Patient indicated that upon investigation, he observed a small hole in the tubing. Patient stated, "I may have punctured the tubing myself because I work with horses and it could have happened while at work."